Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the laser beam was existing from the tip of the fiber, rather than laterally, resulting in forward firing after 55, 173 joules and 5:35 minutes of use. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the laser beam was existing from the tip of the fiber, rather than laterally, resulting in forward firing after 55, 173 joules and 5:35 minutes of use. In order to complete the procedure second fiber was used. The patient has not currently reported any clinical sequel.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the laser beam was exiting from the tip of the fiber, rather than laterally, constituting forward firing after 55,173 joules of energy expenditure after 5 minutes and 35 seconds of use. A second fiber was used to complete the procedure. No patient complications were reported.